Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: japan. Visual inspection confirmed the ceramic tip was broken. Review of the device history record identified no deviations or anomalies during manufacturing. The event was confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the ceramic part at the tip of the unit broke during use. There was no patient impact, but it is unknown if there was delay. Due diligence is complete and there is no additional information available.